Event description:
Pt had severe lv dysfunction; pump dependent. Hx of non-compliance reported by wife. Daughter ((B)(6)) had witnessed patient failing to change batteries, became immediately symptomatic and expired.